Manufacturer narrative:
This event was inadvertently filed. This event is not reportable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump prompted customer to fill tubing multiple times. Reportedly, customer didn't use the proper technique to fill cartridge. There was no reported impact to customer's blood glucose. Reportedly, customer loaded new cartridge successfully and resumed insulin delivery.